Manufacturer narrative:
Device name: cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the doctor felt resistance from the wire guide of a cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set during insertion into the subclavian vessel. After several times, the physician still could not get the wire to advance therefore the wire was withdrawn and found to be kinked. The doctor opened another similar device to complete the procedure successfully. The device was returned to the manufacturer and it was found that the wire was elongated and separated.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: a review of documentation including complaint history, device history record, manufacturing instructions, instructions for use (IFU), quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One used wire guide was returned for evaluation. Upon a physical examination, biological matter was noted on the wire guide. The flat wire was found to be broken and a section of coil was found to be elongated. Both weld balls were noted as present. The curve end was observed to have a slight bend before the j-curve. Four kinks were found on the wire guide with three being on the elongated section. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Because of the damage to the wire guide, the complaint can be confirmed on the returned device. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for lot 9192955 found no nonconformances that could have contributed to the failure mode. No other lot related complaints from the field were discovered. It was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: ¿sets and trays also contain an appropriately sized access needle, a wire guide and accessories for use in percutaneous vascular access procedures.¿ precautions: ¿standard seldinger technique for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter.¿ instructions for use: "slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result.¿ how supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, a definitive conclusion could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.